Event description:
The customer alleged that they could not discontinue an order. There was no report of any adverse event or patient harm. The device was in clinical use at the time the issue was discovered.